Event description:
A battery issue was reported with the adc device. A customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced a seizure and loss of consciousness. It was indicated that the customer was able to self-treat (unspecified). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. The reader was visually inspected, and no issues were observed. Reader did not powered on with button press, strip and usb cable insertion. Reader was connected to computer and did not recognize the reader. The reader was further investigated and de-cased. Visual inspection was performed on the de-cased reader and liquid contamination was observed. Reader ribbon got damaged during de-casing. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc device. A customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced a seizure and loss of consciousness. It was indicated that the customer was able to self-treat (unspecified). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. The reader was visually inspected, and no issues were observed. Attempted to perform touchscreen test but the touchscreen did not respond correctly. Reader did not power on with button press, strip and usb (universal serial bus) cable insertion. Reader was connected to computer and did not recognize the reader. The reader was further investigated and de-cased. The reader acf ribbon was also damaged during de-casing. However, it did not contribute to customer complaint and the device functionality. Visual inspection was performed on the de-cased reader and liquid contamination was observed. Therefore, this issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, and the dhrs showed the libre reader passed all tests prior to release. DHR for kit pack was reviewed and verified correct cable and adapter where in kit pack. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as h11 has been updated.

Event description:
A battery issue was reported with the adc device. A customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced a seizure and loss of consciousness. It was indicated that the customer was able to self-treat (unspecified). No further details were provided. There was no report of death or permanent impairment associated with this event.